Event description:
Patient dislocated due to joint instability. Humeral cup swap performed. Standard humeral cup 36 mm + 9 explanted and replaced with standard humeral cup 36 mm + 6.

Manufacturer narrative:
Device explanted after 6 weeks due to dislocation. Humeral cup swap performed. No actual, implied, or suspected defect in product.